Event description:
It was reported by service report that the foot end lift was stuck in high height. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.